Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter memory of 311 and 329 mg/dl the customer's expected fasting blood glucose test result range is 160 to 250 mg/dl. The customer feels well and did not report any symptoms related to high blood glucose. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history: 311 mg/dl (B)(6) 2017 08:02 am fasting: yes; 329 mg/dl (B)(6) 2017 08:00 am fasting: yes. Customer performed a meter-to-meter comparison against his original truemetrix meter and received two fasting results of 329 mg/dl and 311 mg/dl with the truemetrixgo meter but then received a fasting result of 225 mg/dl with his truemetrix meter immediately afterwards, which is much closer to his expected fasting range of 160-250 mg/dl. He has not had any recent changes in diet, exercise, or medications. Customer takes insulin for diabetes management. Customer only performed the two blood tests with the new truemetrixgo system.

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter memory of 311 and 329mg/dl the customer's expected fasting blood glucose test result range is 160 to 250mg/dl. The customer feels well and did not report any symptoms related to high blood glucose. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history: (B)(6). Customer performed a meter-to-meter comparison against his original truemetrix meter and received two fasting results of 329mg/dl and 311mg/dl with the truemetrixgo meter but then received a fasting result of 225mg/dl with his truemetrix meter immediately afterwards, which is much closer to his expected fasting range of 160-250mg/dl. He has not had any recent changes in diet, exercise, or medications. Customer takes insulin for diabetes management. Customer only performed the two blood tests with the new truemetrixgo system.